Manufacturer narrative:
The impella device has been discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support for high risk cardiac procedure. While on support, patient coded while transferring to intensive care unit. 1mg epi given, return of spontaneous circulation. Patient had angina that resolved.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac arrest/ pain: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.